Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular oversensed noise. No changes or intervention was reported. X-ray did not reveal a cause for the issue. There were no patient consequences.

Event description:
New information received noted the patient presented in clinic for follow up. The lead noise was reproducible with pocket manipulation and isometrics. The lead was capped and replaced on (B)(6) 2023. The patient was discharged home in stable condition.